Event description:
Procedure: colectomy. Pt sex: unk. Reportedly, during the procedure, the instrument cut but did not staple. This resulted in a laparotomy, the resection of additional tissue resection and abdominal drainage. Post procedure, the pt was not doing well.